Event description:
It is reported that the pt developed an air embolus when a nursing staff member used a "red plastic cap" as an obturator on the sheath/hemostasis valve following removal of the pa catheter. The nurse had thought that this unidentified cap, not supplied by arrow, was appropriate for use as an obturator. The pt was resuscitated and had no complications.